Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Please note, this report was initially submitted under MFR report # 3014545255-2021-00004 by mistake. This report is being submitted under the correct report number.

Event description:
It was reported that a patient experienced an allergic reaction to the use of byte aligners. The patient took benadryl to combat their symptoms.